Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. No patient information provided after phone call attempts 11/05/2019, 11/06/2019, and 11/07/2019.

Event description:
The hospital reported a stuck expiratory valve resulting in elevated pressure. There was no report of patient injury.